Event description:
During a pneumonectomy procedure, the instrument was placed on the vena pulmonalis and fired, but only half of the staples came out. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was returned with the firing trigger stuck halfway and with the original cartridge loaded in the instrument. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 1/5 fired and the left side was 1/2 fired. The cartridge was disassembled to verify the condition of the pan lockout tab and was found damged. Cartridge batch# y5eg8u. The instrument was diassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. No functional test was performed due to the condition of the instrument. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue.